Manufacturer narrative:
No medwatch form received from user facility. All sections on this form completed by manufacturer.

Event description:
Customer reported "bad taper with low light output." No injury or delay was reported with this individual device.